Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and the device was explanted. The patient was stable and there were no adverse consequences.